Event description:
A trapezoid rx lithotripter compatible basket was used during a stone removal procedure on a female patient in 2007. According to the complainant, "the physician tried to crush the stone with the basket, but it would not crush the stone and consequently would not release either and the basket got stuck in the patient. The next day, the physician performed another procedure to remove the stone and the basket." Reportedly, the patient is "fine" following the procedure.

Manufacturer narrative:
The suspect device has been received, but an evaluation is not complete; therefore, it is not possible to determine the relationship between this device and the cause of this event. The november 2007, 15-month trapezoid rx lithotripter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.